Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation also revealed a pusher assembly kink. This damage was incidental to the reported complaint and may have occurred while packaging the device for return. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the pusher assembly mid-joint was advanced through the introducer sheath friction lock, additional resistance was encountered due to the kink in the pusher assembly while advancing the pusher assembly completely through the introducer sheath and a demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance encountered by the smart coil at the distal tip of the introducer sheath and becoming stuck.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician successfully implanted three smart coils and four non-penumbra coils. When the next smart coil was partially advanced into the hub, resistance was encountered at the distal tip of the introducer sheath and the coil became stuck. Therefore, the smart coil was removed. The procedure was completed using another smart coil and eight other coils with the same microcatheter. There was no report of an adverse effect to the patient.